Manufacturer narrative:
Medela customer service was unable to restore the suction issue over the phone. A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not been received at medela as of 2/24/2016. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self- limiting infection, with few consequences for suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer called medela customer service on (B)(6) 2016 stating her pump in style advanced breast pump had low suction. The customer had two bouts of a mastitis infection, which occurred on (B)(6) 2015 and (B)(6) 2016. With each occurrence, her doctor had treated the mastitis infection with a prescription of antibiotic keflex 500 mg, four times a day for ten days. During the call, the customer stated the mastitis infection was resolved, however, her doctor had prescribed another medication to prevent a yeast infection due to the previous antibiotic treatment.